Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm due to a loss of power to the mobile power unit (mpu) was confirmed via log file analysis. A review of the log files contained data spanning approximately 13 days ((B)(6) 2023 per timestamp). On (B)(6) 2203 at 23:50:46, low power hazard and power cable disconnect alarms activated due to the mpu losing ac power. At 23:50:54, the alarms transitioned into no external power alarms. At 23:50:56, the alarms cleared once ac power was restored. The backup battery was able to provide power to the system during the event. No other notable alarms were active in the log file. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. Per the provided information, it is unknown how the mpu lost power. The mpu had a v-lock connector at the time of the event. The unit was disposed of after the patient passed away. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage, power cable disconnect, and no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook, rev. C, section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU), rev. D, section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use, rev. C, section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the mpu being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-01265. It was reported that the patient had shortness of breath and dizziness accompanied by a low flow alarm. A review of the log file revealed a sudden decrease in the flow on (B)(6) 2023 from 2350:10 to 23:50:21 were the flow dropped from 3.8 lpm to 0.0 lpm. The pump maintained a set speed of 5700rpm during this period. Computerized tomography scans revealed a kink in the patient's outflow graft. The patient's low flow alarms did not resolve and an extended alarm silence was initiated once the patient was in the intensive care unit. The pump was turned off and the patient went into hospice care. After the pump was turned off, the patient passed on (B)(6) 2023 due to heart failure. The patient had been denied pump exchange or outflow graft revision due to no viable access for cardiopulmonary bypass, three prior sternotomies with metal plates in place, recurrent gastrointestinal bleeding (per-(B)(4)), and lack of improvement in quality of life post left ventricular assist device (lvad) implant. It was also reported that the outflow graft issue did contribute to and accelerated the patient's passing. A second review of the log files revealed 2 no external power events. The first was due to both power cables simultaneously disconnecting when the caregiver was changing over to battery power. The second was due to a complete loss of power to the mobile power unit for unknown reasons.